Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection and other thoracic surgical procedure, the customer experienced erbe errors mid-procedure and attempted an erbe restart, but the issue persisted. The customer received phone assistance from the technical service engineer (tse). The tse reviewed system logs and confirmed repeated erbe error code m-02 (module timeout) occurring on multiple occasions. The tse recommended that the customer perform a hard power cycle, but the customer declined at that time. The tse also recommended swapping the vision side cart from another system if available. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The unit was analyzed and the error/fault was confirmed via logs. The unit was tested on the patient side cart fixture test platform (pftp) and failed the auto gdla test. A golden acu was installed and the unit retested. The unit passed all test with the golden acu. Reinstalled the original acu and the unit failed again. As a fix the acu will be replaced and the unit will be upgraded to the latest revision. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.